Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 46-52 mg/dl were recorded by continuous glucose monitor (cgm) from 9:16:01 am to 9:26:01 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 9:16:01 am. A total of 10.85 units of basal were delivered on (B)(6) 2020 by 9:00:41 am, approximately 16 minutes before the low bg. The cause of the low bg could not be determined based on the review conducted. Blood glucose (bg) values from 50-52 mg/dl were recorded by continuous glucose monitor (cgm) from 2:01:03 pm to 2:16:09 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 2:01:03 pm. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 44 mg/dl were recorded by continuous glucose monitor (cgm) from 4:06:03 pm to 4:31:08 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 4:06:03 pm. On (B)(6) 2020, at 1:02:43 pm and 1:10:30 pm, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Bg cause was not known. Tandem technical support provided additional training in regards to control iq.